Event description:
Caller alleged discrepant results compared with the lab. Results as follows:" date : 2009, inratio: >7.5, lab: 2.8. A self-test was performed with a strip from a new lot and received a normal result.

Manufacturer narrative:
Investigation pending.